Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a server configuration issue. A technical support specialist utilized a knowledge article and the configuration applied to the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, all patients were not being transferred to a station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.